Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was in 250-260 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.